Manufacturer narrative:
(B)(4).

Event description:
When the clinician tried to inflate the cuff, the pilot valve would not allow the syringe to be connected to inflate the cuff. There was no patient involved.